Event description:
It was reported that the fiber broke at the end part that plugs into the console, and a small flame came from the end of the plug. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.